Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to moisture damage internal battery connector, electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.